Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Examination of the reported device confirms the reported event of tip breakage. The fractured tip was not returned for examination. Previous investigations and analysis but the supplier found the fracture was attributed to the result of overload under torque loading. The supplier has also purchased a hardness tester for better verification of accuracy on small diameters and has increased verification of hardness on items received from heat treat operations. Based on previous investigations, the root cause is attributed misuse due to over-torquing. Based on the root cause of misuse, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the screwdriver broke off.